Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage. Visual inspection: the stardrive screwdriver shaft t8 105mm (part #: 314.467 and lot #: 6911519) was received showing the tip was twisted and deformed. No other issues were identified with the returned components of the device. The observed issues are consistent as the end of life indicators for the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 314.467; synthes lot # 6911519; supplier lot # na; release to warehouse date: jun 12, 2012; manufactured by synthes monument; no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the threaded guide was not drilling to the guide. The surgeon used a different variable angle locking compression plate/12 hole/266mm/left. The tip of the flexible shaft and stardrive screwdriver shaft was bent and the medullary reamer head was broke inside the patient. The fragments from the device were broken in the patient, surgery was delayed roughly about twenty to thirty (20-30) minutes. The procedure was successfully completed. This is report 3 of 4 for (B)(4).